Event description:
Additional information received on 23-mar-2021. It was reported that the product did not had any contact with patient.

Manufacturer narrative:
B5 - new information added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6: product analysis part # 436120b lot # ca19c074 visual and optical inspection of the centerpiece expander did not reveal any damages that would hinder the implant from expanding. Functional inspection with a sample 20/25mm inserter confirmed the implant was able to connect and engage, expand and close without any grinding or restrictions. Optical inspection revealed some of the gears/teeth have been damaged and deformed. The body set screw appears to have been backed out all the way then threaded back in causing damage to the threads. The set screw is not made to be backed out all the way. This type of damage is consistent with the rethreading of the set screw when backed out all the way. The damage to the centerpiece teeth appear to be from no loosening the body set screw enough to allow the implant to expand. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via field representative regarding a patient who undergone spinal therapy with indication of late nerve palsy due to l1 ruptured fracture and lumbar back pain due to spinal deformity. It was reported that when checking whether it would extend during assembly in the field of surgery, the movement was stiff and did not extend at all. The second cylinder was opened and used. After the operation, the sales rep pulled the cage by hand to check the expanding of the cage, and it was also caught. Level implanted was l1 vertebral body replacement anterior approaching. There was no device breakage. There was delay in overall procedure time less than 60 minutes. No patient symptoms or complications as a result of this event. No treatment or additional surgery performed as a result of this event. No in-patient hospitalization or prolongation of existing hospitalization necessary. No health damage in the patient was reported. Product used correctly according to the directions given in the IFU/labeling. No further complications were reported.